Manufacturer narrative:
(B)(4). Concomitant medical devices: 00801803203 ¿ versys head ¿ 62971087; 00630505032 ¿ liner ¿ 62954854; 0106010104 ¿ avenir stem ¿ 4021833; 00625006535 ¿ bone screw - 62964047. Reported event was confirmed by review of medical records noting that patient had adverse local tissue reaction secondary to tribocorrosion status post right hip total arthroplasty. A pseudotumor filled with fluid was noted along with corrosion present inside the head and staining on the femoral neck. Osteolysis around the rim of the shell was found however the shell was well fixed and in good position. There was mild proximal osteolysis around the femoral component which was debrided away. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00337. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 4 years post implantation due to elevated metal ion levels, pseudotumor, altr, in-vivo corrosion and osteolysis. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.